Manufacturer narrative:
Additional information device available for evaluation? Yes. Returned to manufacturer on: 6/4/19. Device returned to manufacturer? Yes. Device evaluation: a visual inspection of the product showed traces of ophthalmic viscoelastic device (ovd) on its surface, as well as a cut through the optic body, most probably to aid in explanting the lens. Further inspection under magnification did not reveal any damage or defect. Due to the condition of the return, further analysis is not possible. The reported issue could not be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no additional complaints for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted as the lens malfunctioned. Reportedly, there was no vitrectomy, incision enlargement or sutures required. Another lens, same model and a 22.0 (smaller) diopter was implanted as a replacement. The patient is doing well. The customer was unable to provide any more information. No additional information was provided to johnson & johnson surgical vision.